Manufacturer narrative:
Section g3: the initial report was submitted with aware date of 02may2024. The correct aware date is 30apr2024. Manufacturer's investigation conclusion: the reported events of the centrimag system producing an atypical sound and an unidentified alarm were not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Available information for this event indicates that the associated centrimag console (serial number (B)(6), evaluated separately), motor, and flow probe were exchanged and were then put into a test circuit where they functioned as intended. Further details regarding the events were unable to be provided. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during mechanical assistance, the centrimag motor made a strange sound, and the centrimag console started an acoustic alarm. The staff paid no attention to the alarm information on the display. The staff changed the same disposable equipment to another centrimag console and motor, and everything returned to normal. The devices were turned off after the event so the alarm was not identified. It was confirmed that the problem was caused by the motor. The affected motor and console were later tested during a remote service using a test circuit and the devices worked as intended and there were no alarms or issues after the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.